Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm due to erased history file caused by several a47 alarms in the history file.a47 alarms due to a corrupted history file. The insulin pump was received with intermittent down arrow button due to flattened and creased dome switch. The insulin pump has a black shadow on the display due to warped and uneven printed circuit board on the lcd board. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 215 mg/dl. Customer stated that the motor rewind on the replacement pump did not sound smooth. Customer's bolus wizard settings were gone. Customer also received a motor position encoder alarm. Customer only saw the alarm in the alarm history. Customer stated that the alarm only occurred once. Troubleshooting was performed. Customer stated that the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer also mentioned seeing 3 motor error alarms in the alarm history. Customer stated that they were able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.